Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert and finish loading alert noted. The insulin pump was received with cracked reservoir tube lip noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 406 mg/dl last night. The patient experienced nausea. She treated via insulin pump bolus and manual insulin injection. During troubleshooting, the insulin pump passed the high pressure test. The insulin pump was returned for analysis.